Manufacturer narrative:
Internal complaint refrence: (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2017, the patient experienced a femur fracture caused by a fall. This adverse event was treated with revision surgery on (B)(6) 2022, in which the jrny ii bcs xlpe art isrt sz 3-4-rt 11 mm was exchanged to fix the femur fracture. No other implant was replaced. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although clinical/ medical records were not provided, the reported patient fall and resulting femoral fracture led to the revision. It cannot be concluded there was a mal performance of the implant or an implant failure. With the information provided the patient impact beyond the revision cannot be determined. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that patella fracture has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include patient bone quality and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.